Event description:
Reportedly, this device was explanted after approximately an 8 year, 3 month implant duration due to mitral regurgitation and atrial fibrillation.

Manufacturer narrative:
H6: device not returned.